Event description:
It was reported that a 48-year-old female patient weighing 120.0 lbs. Underwent an atrioventricular reciprocating tachycardia/ wolff-parkinson-white (avrt/wpw) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported by the bwi representative that after arriving at the location this morning, was made aware of an issue with a patient on a case yesterday. Several hours after the procedure, the patient was complaining of chest pain. They did an echo and found the patient had a small effusion. A drain was set, and 100 ml of fluid was collected. The patient spent the night in observation and this morning the drain was removed, and the patient is in stable condition. They stated that there was no issue during the case. The physician thinks that the rv catheter may have caused it, but that is not a bwi product. There was no surgical intervention. The patient fully recovered (no residual effects). The patient had an overnight stay when they would have gone home same day. Relevant tests/laboratory data were that all labs within normal limits. Other relevant history- the physician believes the perforation was caused by the rv catheter and was a tiny hole that leaked over a few hours. We check pre and post for effusion and none was noted. He thinks if we perforated with ablation or crossing the septum, she would have decompensated during the procedure. Needle used was a baylis c0. There was no evidence of steam pop. Standard setting rate was used for everything correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error message was observed on the biosense webster equipment during the procedure. All force visualization features were used. Company recommended setting was used for the visitag module. Additional filter used with the visitag was resp gating. Color options used prospectively was fti.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).